Event description:
Customer reportedly received results of 208 mg/dl and 50 mg/dl within 10 minutes on the mobile system. Low blood glucose symptoms were reported with these results. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device, however the test cassette has been discarded.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.